Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. It was noted that the instrument pitch cable and drive cable were frayed at the distal end of the instrument. The frayed strands stuck out at the instrument's wrist. The other cables on the instrument were not damaged. The complaint is being reported due to frayed cables found on the distal end of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's main cable was starting to bulge and fray. It was noted that there was no patient harm and no fragments fell inside the patient.